Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# unknown, explanted: (B)(6) 2021 product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown, UDI#:unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen (2000 mcg/ml) at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the patient experienced a return of symptoms regarding spasms.  The patient has had various analysis done including  checking of aspirate, dye study, x-ray, and dose change.  They tried increasing the dose to no avail.  It was further noted that every time they think it was fixed, the symptoms then returned.  The patient experienced increased unbearable spasms. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue.  It was decided to remove the full system (pump and catheter) and implant a full new system.  The pump and catheter were replaced.  It was unknown if the issue was resolved.  The hospital was in possession of the explanted devices which are to be returned to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# unknown implanted: 2019-(B)(6) explanted: 2021-(B)(6) product type catheter h3: the pump was returned and analysis found no anomalies. The returned device passed all testing in the laboratory. H3: the catheter was returned and analysis found damage to the sutureless connector (sc) which is consistent with explant damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot#/serial# unknown implanted: 2019-(B)(6) explanted: 2021-(B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The issue was first observed approximately 14 months ago (exact date was unknown). The date 2020-aug-01 is considered an approximate date of event (specific year known only). The patient¿s age at the time of the event was 57 years old. The pump and catheter were implanted on 2019-(B)(6). The serial number of the catheter was unknown. It was noted that the aspirate had always been within range. A myelogram was performed on both 2020-(B)(6) and 2021-(B)(6), and nothing was abnormal. It was noted that following also had been performed: x-ray on 2020-(B)(6), CT on 2020-(B)(6), x-ray on 2020-(B)(6), x-ray on 2020-(B)(6), and CT of spine on 2021-(B)(6). The issue / return of symptoms / spasms had not yet been resolved. They were still adjusting the dose to see if the spasms could be reduced; a new pump in september so still titrating was further indicated. The drug concentration was 2000 mcg/day and current dose was 200 mcg/day, but they were looking to increase to see if the symptoms resolve. It was noted that the patient was initially receiving 500 mcg/day prior to the new pump implant. The patient¿s weight had apparently increased as the frequency and intensity of the spasms and level of breathlessness had been reduced with the new pump. Both the pump and catheter were returned.